Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, stent damage occurred. The 2.25x32mm ion stent delivery system (sds) was advanced but was unable to cross the unspecified target lesion. Upon removal of the sds it was noted that the stent struts were lifted.. There were no patient complications reported and the patient status is fine.